Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the device intermittently powered off without user input, which was observed. The cause was determined to be depressed battery pins that were unable to rebound as designed. The rear case was replaced.

Event description:
During baxter's evaluation of a spectrum pump, the device intermittently powered off without user input. There was no patient involvement.